Manufacturer narrative:
The complaint record is being cancelled, as it is a routine preventive maintenance. The information provided does not meet the criteria of a complaint per the complaint handling procedure. I. In the event, additional information is received, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is requiring a battery change.